Event description:
It was reported that the subject device displayed a message stating "scope ID damaged". The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects, main body flooding, image capture flooding, image defects, electrical contact corrosion and electrical contact dents. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure caused by water entering through scratches on the cable and watertight defects failure, image capture flooding and main body flooding occurred due to water flooding from scratches on the cable. A definitive root cause could not be identified as cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device displayed a message stating "scope ID damaged". There were no reports of patient harm.